Event description:
It was reported that right atrial (ra) lead exhibited high thresholds, mirror image oversensing, noise and capture was not able to be confirmed in clinic during a device check. It was also reported that the right ventricular (rv) lead exhibited high and unstable thresholds, short v-v intervals and mirror image oversensing. The ra lead was explanted and replaced. The rv lead remains in use. No patient complications have b reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.